Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver displayed a permanent out of range signal.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported permanent loss of "y".